Event description:
This ra lead was implanted on (B)(6) 2005. A product experience report was received on 06/19/2018 stating that this lead was explanted due to bacterial infection and vegetation. The physician was dr. (B)(6) at (B)(6) center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).